Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was that the electrode belt ECG "c&d"and ECG "a&b" and front te cable appeared to be chewed, damaging wires in the cable. The root cause for chewed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.